Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the patient was at (B)(6) hospital and interrogation of the device revealed two recorded episodes, both part of one continuous arrhythmia. In the first episode the vt rate is less than the vt detection rate and the ICD appears to begin double counting the fractionated egm resulting in detection in the vf zone. The second episode was a continuation of the initial arrhythmia and it meets detection criteria and delivers three unsuccessful atp therapies and a hv shock, which does not terminate the vt, however, the device declares the episode over because the vt rate is less than the vt detection rate. The patient received external defibrillation during these events. On (B)(6) 2016, the patient was transferred to (B)(6) hospital where the patient was unconscious and intubated in the ccu. Further information noted that the patient later expired on (B)(6) 2016. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.